Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- intestines /there was no sign of coil/ physician didn't see it and couldn't explain what happened to it/surgery- removal of coil from bile duct") and uterine perforation ("perforation of the uterus / essure coils had come through the fundus uterus on the right side/ perforation (uterus)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube failed to close/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's past medical history included multigravida, parity 2 (((B)(6) 2003 and (B)(6) 2005).) And c-section. Previously administered products included for an unreported indication: iud from 2005 to 2010. In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications from your essure removal procedure- after surgery she explained finding coilt"), pelvic adhesions ("adhesion"), back pain ("back pain") and uterine pain ("severe, constant uterus pain"). The patient was treated with surgery (essure was removed and tubal ligation was performed) and surgery (essure was removed). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine perforation, complication of device removal and uterine pain outcome was unknown and the back pain had resolved. The reporter considered back pain, complication of device removal, device dislocation, pelvic adhesions, uterine pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent laparoscopic tubal ligation on (B)(6) 2012. Upon examination in the surgery, there appeared to be an adhesion through a perforation of the uterus where essure coils had come through the fundus of the uterus on the right side and attached to the small intestine on the right side just adjacent to the appendix. Essure was found wrapped around plaintiff¿s right lower quadrant small intestine with some foreign body reaction to this area. The essure coils were removed. Diagnostic results: on 2011: undergo an essure confirmation test.fallopian tube failed to close. There was no sign of coil. Physician didn't see it and couldn't explain what happened to it. (B)(6) 2012: microscopic diagnosis ¿ peritoneal cavity right lower quadrant shall intestine, removal of foreign body: gross description: specimen 15 labeled "foreign body from rlq intestine" and consists of a yshaped foreign body which has a spring-like device, the short arms of the y range in site from 1 to 1.5 cm. The stem measures 4cm in length. Width of the specimen ranges from 0.1 to 0.2 cm. Specimen is enmeshed in pinkish fibrous tissue. An attempt is made to submit some of the loosely adherent tissue. Remaining specimen is kept intact as requested by the clinicians. Specimen is submitted for steps. Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet received.events " migration of essure device- intestines, failure to occlude (close) fallopian tube(s), severe, constant uterus pain, complications from your essure removal procedure- after surgery she explained finding coil are added. Concomitant condition & drug added. Historical drug and condition added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- intestines /there was no sign of coil/ physician didn't see it and couldn't explain what happened to it/surgery- removal of coil from bile duct") and uterine perforation ("perforation of the uterus / essure coils had come through the fundus uterus on the right side/ perforation (uterus)") in an adult female patient who had essure (batch no. 863568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube failed to close/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's past medical history included gravida ii, parity 2 (((B)(4)2003 and (B)(4)2005).) And c-section. Previously administered products included for an unreported indication: iud from 2005 to 2010. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(4)2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications from your essure removal procedure- after surgery she explained finding coil"), pelvic adhesions ("adhesion"), back pain ("back pain") and uterine pain ("severe, constant uterus pain"). The patient was treated with surgery (essure was removed and tubal ligation was performed) and surgery (essure was removed). Essure was removed on (B)(4)2012. At the time of the report, the device dislocation, uterine perforation, complication of device removal and uterine pain outcome was unknown and the back pain had resolved. The reporter considered back pain, complication of device removal, device dislocation, pelvic adhesions, uterine pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent laparoscopic tubal ligation on june 4, 2012. Upon examination in the surgery, there appeared to be an adhesion through a perforation of the uterus where essure coils had come through the fundus of the uterus on the right side and attached to the small intestine on the right side just adjacent to the appendix. Essure was found wrapped around plaintiff¿s right lower quadrant small intestine with some foreign body reaction to this area. The essure coils were removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(4) 2011: procedure unsuccessful one tube had not closed on 2011: undergo an essure confirmation test.fallopian tube failed to close. There was no sign of coil. Physician didn't see it and couldn't explain what happened to it. (B)(4)2012: microscopic diagnosis ¿ peritoneal cavity right lower quadrant shall intestine, removal of foreign body: gross description: specimen 15 labeled "foreign body from rlq intestine" and consists of a yshaped foreign body which has a spring-like device, the short arms of the y range in site from 1 to 1.5 cm. The stem measures 4cm in length. Width of the specimen ranges from 0.1 to 0.2 cm. Specimen is enmeshed in pinkish fibrous tissue. An attempt is made to submit some of the loosely adherent tissue. Remaining specimen is kept intact as requested by the clinicians. Specimen is submitted for steps. 27dec2011 exam: hysterosalpingogram- 1.occluded right fallopian tube. 2. The micro insert on the left has been extruded from the fallopian tube which is patent. 04jun2012 pathology report: microscopic diagnosis: peritoneal cavity, right lower quadrant small intestine, removal of foreign body: - granulation tissue. - specimen saved for 30 days. Lot number:863568 manufacture date:2011/05 expiration date: 2014/05 lot number:919041 manufacture date:2011/11 expiration date: 2014/11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- intestines /there was no sign of coil/ physician didn't see it and couldn't explain what happened to it/surgery- removal of coil from bile duct") and uterine perforation ("perforation of the uterus / essure coils had come through the fundus uterus on the right side/ perforation (uterus)") in an adult female patient who had essure (batch no. 863568,919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube failed to close/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's past medical history included gravida ii, parity 2 (B)(6) 2003 and (B)(6) 2005. And c-section. Previously administered products included for an unreported indication: iud from 2005 to 2010. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications from your essure removal procedure- after surgery she explained finding coil"), pelvic adhesions ("adhesion"), back pain ("back pain") and uterine pain ("severe, constant uterus pain"). The patient was treated with surgery (essure was removed and tubal ligation was performed) and surgery (essure was removed). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine perforation, complication of device removal and uterine pain outcome was unknown and the back pain had resolved. The reporter considered back pain, complication of device removal, device dislocation, pelvic adhesions, uterine pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent laparoscopic tubal ligation on (B)(6) 2012. Upon examination in the surgery, there appeared to be an adhesion through a perforation of the uterus where essure coils had come through the fundus of the uterus on the right side and attached to the small intestine on the right side just adjacent to the appendix. Essure was found wrapped around plaintiff¿s right lower quadrant small intestine with some foreign body reaction to this area. The essure coils were removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in august 2011: procedure unsuccessful one tube had not closed on 2011: undergo an essure confirmation test.fallopian tube failed to close. There was no sign of coil. Physician didn't see it and couldn't explain what happened to it. (B)(6) 2012: microscopic diagnosis ¿ peritoneal cavity right lower quadrant shall intestine, removal of foreign body: gross description: specimen 15 labeled "foreign body from rlq intestine" and consists of a yshaped foreign body which has a spring-like device, the short arms of the y range in site from 1 to 1.5 cm. The stem measures 4cm in length. Width of the specimen ranges from 0.1 to 0.2 cm. Specimen is enmeshed in pinkish fibrous tissue. An attempt is made to submit some of the loosely adherent tissue. Remaining specimen is kept intact as requested by the clinicians. Specimen is submitted for steps. (B)(6) 2011 exam: hysterosalpingogram- 1.occluded right fallopian tube. 2. The micro insert on the left has been extruded from the fallopian tube which is patent. 04jun2012 pathology report: microscopic diagnosis: peritoneal cavity, right lower quadrant small intestine, removal of foreign body: granulation tissue. Specimen saved for 30 days. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: new mr received- lot numbers and new reporters were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / essure coils had come through the fundus uterus on the right side") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and chronic pelvic pain / right sided pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and pelvic adhesions ("adhesion"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6). At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent laparoscopic tubal ligation on (B)(6). Upon examination in the surgery, there appeared to be an adhesion through a perforation of the uterus where essure coils had come through the fundus of the uterus on the right side and attached to the small intestine on the right side just adjacent to the appendix. Essure was found wrapped around plaintiff¿s right lower quadrant small intestine with some foreign body reaction to this area. The essure coils were removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.